Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nicu/scn (neonatal units), it was reported that during an assessment of IV tubing, lipids were found to be leaking from the connection between microbore tubing and the lipid filter. The medication was terminated early, and there was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the connection between microbore tubing and the lipid filter was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking at the engagement between where the two extension sets connect. Closer inspection of the engagement found that there was a loose connection. After tightening the connection no leaks were observed at that engagement. Pressure testing resulted in no leaking. The female and male luer ports were measured and found to be within iso standards. The root cause of the customer¿s report was due to a loose connection between the sets.

Event description:
The customer reported that in the nicu/scn (neonatal units), it was reported that during an assessment of IV tubing, lipids were found to be leaking from the connection between microbore tubing and the lipid filter. The medication was terminated early, and there was no patient harm.